Manufacturer narrative:
The device has been...

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 380 mg/dl. A manual insulin injection was administered via manual injection to address bg level. The customer was unable to successfully load a cartridge and resume insulin therapy as the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy.